Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with anterior colporrhaphy, d and c due to sui. It was reported that following insertion the patient experienced frequent uti¿s, difficulty emptying bladder, incontinence and self catheterize, unable to hold urine for more than 2 hours at a time wake numerous times at night and nocturia. No additional information was provided.